Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer did not provide specific details about the repair; they only mentioned that they conducted it themselves. Completed repair with all functional and safety tests per manufacturer specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), customer called to say they were getting a message that the iabp was unable to calibrate the fiber optic sensor on the sensation plus 40cc balloon that had been inserted into the patient. Called our clinical support line to assist with trouble shooting. Clinical support had them disconnect the fiber optic cable and attempt to transduce pressure via the inner lumen of the iab catheter. They were unable to get a waveform. They attempted to aspirate the catheter and were not able to draw back blood so it was assumed a clot had formed at the tip of the catheter. Customer attempted to acquire pressure signal via monitor in the cvor but the waveform was poor. They were able to connect the radial art line to the balloon pump for a pressure signal and proceed with plans to move the patient to the cvicu. Related balloon complaint#: (B)(4).